Event description:
It was reported that the catheter had been "previously revised." Patient reportedly had loss of therapy "a while back, since two months or so," and they did a dye study and there was a leak so they revised by putting a new connector. Drug delivered via the device was morphine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was indicated that the pump connector had come apart so they revised by putting a new connector.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: unk. (B)(4).